Event description:
Additional information recieved on 29 nov 2023: on (B)(6) 2023, the patient went to the hospital for an intestinal tube placement. The previously reported duodenal ulcer had healed and the new intestinal tube was placed without incident. The omeprazole was discontinued.

Manufacturer narrative:
Update to b5.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918 intestinal. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Intestinal ulceration is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 11 oct 2023, a routine tubing replacement was done endoscopically. A duodenal ulcer was visualized. It was non-bleeding with an oval appearance and partially healed. The physician decided to place only a peg tube and omeprazole 40 mg every 12 hours for eight weeks was prescribed; a placement for the intestinal tube would be rescheduled after that. Duodopa would continue to be administered via the peg tube.